Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. They main keypad assembly was replaced for an unrelated issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.